Event description:
It was reported interrogation revealed the device was in backup vvi mode while in the box. Device was not implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of the device image and was due to a parity error. The reset was reproduced during temperature chamber testing. The cause of the parity error was exposure to cold temperatures.